Manufacturer narrative:
(B)(4). Additional information: evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). An increased intra-peritoneal volume (iipv) event was not confirmed. The actual drain volume for cycle 6 of the therapy beginning on (B)(6) 2011 was 1424 ml, which does not meet iipv criteria for a largest prescribed fill volume of 900 ml. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 at 21:11:51. During night drain cycle 6, the patient's ultrafiltration reading was 544ml, indicating the home patient (hp) drained 544ml more than their maximum programmed fill volume of 900ml. This information meets iipv criteria. No patient injury or medical intervention is associated with this event. No additional information is available.